Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left upper limb. Following pre-dilation with a 5mm non-compliant balloon, a 5.00mm/2.0cm/90cm peripheral cutting balloon was inserted. When the balloon was inflated to 10 atmospheres, the balloon ruptured. The whole system was withdrawn without any issue and the procedure was completed with another of same device. No complications reported and patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter first name updated. E1. Initial reporter last name updated.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left upper limb. Following pre-dilation with a 5mm non-compliant balloon, a 5.00mm/2.0cm/90cm peripheral cutting balloon was inserted. When the balloon was inflated to 10 atmospheres, the balloon ruptured. The whole system was withdrawn without any issue and the procedure was completed with another of same device. No complications reported and patient was stable post procedure. It was further reported that the lesion was 50-70% stenosed and was in a mildly tortuous and mildly calcified arteriovenous fistula. The balloon burst upon first inflation and was deflated and removed.